Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Premarket identification PMA/510(k) number k011245 and k002188. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site 7 was removed due to peri-implantitis. Additional appointment required: yes, to place a new implants.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D1: brand name unknown / not provided. D4: expiration date updated to unknown. D9: device available for evaluation change ¿no' to 'yes'. G4: PMA/510(k) number: k011245 and k002188.

Event description:
No further event information is available at the time of this report.